Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported by the father of the patient that "since two weeks", the sure cuff tissue slipped out and needed to be replaced. No patient injury reported. On 10/17/2016- additional information received, "sales representative had a call with the patient's father last week. He confirmed that the catheter was not implanted properly as the cuff was not implanted 2 cm under the skin as intended. Therefore the cuff was unable to grow in and slipped out easily."